Event description:
Reportedly, the status led of the subject home monitor is displaying a constant orange light. In addition, it was observed that the device did not connect to the back office since (B)(6) 2020.

Event description:
Reportedly, the status led of the subject home monitor is displaying a constant orange light. In addition, it was observed that the device did not connect to the back office since (B)(6) 2020.

Manufacturer narrative:
Please refer to the attached analysis report.